Event description:
It was reported to boston scientific corporation that a radial jaw 4 gp biopsy forceps device was used during a biopsy procedure within the bile duct performed on (B)(6), 2012. According to the complainant, the device was advanced through the endoscope and positioned at the biopsy site without issue. However, the physician felt that the device was not operating properly when the handle was actuated. The device was withdrawn from the patient and one of the jaws was found to be immobile. Reportedly, the physician believed that the "wire or clevis was broken." Additionally, the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 gp biopsy forceps device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gp biopsy forceps device was used during a biopsy procedure within the bile duct performed on (B)(6), 2012. According to the complainant, the device was advanced through the endoscope and positioned at the biopsy site without issue. However, the physician felt that the device was not operating properly when the handle was actuated. The device was withdrawn from the patient and one of the jaws was found to be immobile. Reportedly, the physician believed that the wire or clevis was broken. Additionally, the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 gp biopsy forceps device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with both pullwires detached from their tang holes with uncharacteristic geometry. Further material analysis was performed which found deformation of the pullwires at the z-bend due to a bending overload (which produced a straightening of the shape). Additionally, the analysis revealed the absence of fatigue striations which suggests that the deformation(s) had occurred in a single or small amount of repetitions. No material anomalies were identified. Six pullwire samples were sent for a test of their breaking strength; three of the pullwire segments failed to meet specification. The evaluation further revealed that the coil was overexposed at its distal end with the inner blue sheath pulled out within the clevis, and the jacket scratched. The device welding and riveting was found to be within manufacturing specifications. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that the pullwires had separated from their tang holes and had uncharacteristic shape. Additionally, three of six pullwire segments failed to meet their breaking strength specification. As the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. However, an investigation is underway to address pullwire breaking strength issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).